Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple temperature alarms. The pump was not exposed to abnormal temperature conditions. Additionally, an occlusion alarm occurred. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the battery gauge was noted to be fluctuating. The customer¿s blood glucose was between 400-500(mg/dl). Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue, the alleged battery incorrectly displayed issue, and the alleged temperature alarm issues were verified. Additionally the alleged occlusion alarm issue was verified in the pump logs, however, no failure was identified. Additionally, a different issue was identified.